Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that while using a pod she had pain in her left shoulder. The pt user about 125 units every three days. The pt wore the pod less than 24 hours and had no kink, no blood or tissue in the cannula. She called the diabetes center and they suggested drinking two 8 oz glasses of water. The pt threw up the water. Ambulance was called while she was at work. The hospital started the drip on the pt once she arrived at hospital. The pt changed the pod while at the hospital bg of 140 is usually high for the pt and she reached over 400 and went into dka. The pt reported that her blood glucose, carbohydrate intake and insulin history are as follows: time: 6:00am; bg (mg/dl): 188, bolus (u): 1.8. Time: 9:30am; bg (mg/dl): 323; bolus (u): 3.85. Time: 10:20am; cho (g): 30; bolus (u): 3.0. Time: 11:22am; bg (mg/dl): 419.